Event description:
This spontaneous report was received on (B)(6)-2011 from consumer (age, gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach johnson and johnson floss waxed mint dentally, for dental cleaning (lot number 0951d, expiration date unspecified). After using the device for about eight times, the metal cutting piece to cut the floss came off and could not be replaced.this report had no adverse event and the action taken with the device was not applicable.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.